Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had chipped connectors. It was also reported that the pole hook was broken. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken connectors and pole hanger. Analysis also noted that the lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had chipped connectors. It was also reported that the pole hook was broken. The epg has been returned for repair. There was no patient involvement.